Event description:
It was reported that an adverse event occurred. The patient's parent reported that the patient's sensor fell off; however, it was not known when the sensor fell off as the patient did not notice this. According to the parent, the patient started to get sick and had symptoms of vomiting, was lethargic and became dehydrated. 2 days after the symptoms started the patient was brought to the hospital due to the persisting symptoms by the mother. It could not be confirmed how the patient managed their diabetes during these 2 days, and at what point the patient became aware that the patch came off. The parent however did confirm that no blood glucose reading was taken during that time. At the hospital the patient was diagnosed with diabetic ketoacidosis (dka) and received an unspecified intravenous treatment to alleviate the symptoms. The symptoms subsided after 24 hours, and the patient stayed in the hospital for a total of 2 days before being discharged. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. Although it could not be confirmed at what precise time the patient was aware of the fallen off patch, the symptoms continued for 2 days, and therefore the patient was without a sensor for 2 days, before they sought medical care. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).